Manufacturer narrative:
After several inspections of the site and the device, there was no evidence that the device was involved in the fire.

Manufacturer narrative:
Device evaluation is anticipated but not yet begun. A follow up report will be submitted upon completion of investigation.

Event description:
Received notice of a fire that occurred in a home, where a pride lift chair was located. No injury reported.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Cannot draw any conclusions at this time.

Event description:
Received notice of a fire that occurred in a home where a pride lift chair was located. No injury reported.

Event description:
Received notice of a fire that occurred in a home where a pride lift chair was located. No injury reported.